Manufacturer narrative:
On (B)(6) 2019 immucor performed an antibody screen qc on an echo lumena using retention capture-r ready-screen 3 lot number r068 and retention capture-r indicator cells lot number 221345. Controls performed as expected. Retention product performed as expected. The immucor internal record number for this report is (B)(4). .

Event description:
On (B)(6) 2019 a customer reported unexpected negative screen and ID results on the echo lumena instrument.